Event description:
During the one month post implant follow-up of the device involved in this report, the physician observed that av delay values have been reprogrammed automatically part to previous follow-up.

Manufacturer narrative:
(B) (4). Since the device remains implanted, the programmer files were reviewed. (B) (4)